Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that lipids had leaked into the plunger stopper. To support the investigation, one sample without a packaging blister and one photograph were provided for evaluation by the quality team. A visual inspection revealed that the syringe rubber stopper had a rib edge with a rough finish, which should normally be smooth. The sample was tested for leakage and did not pass. The photograph showed a syringe containing a white solution, with the solution present between the stopper ribs. This condition may occur if imperfections were present in the cutter during the manufacturing process of the syringe rubber stopper. The sample was submitted for additional analysis, which confirmed that one rib of the rubber stopper was out of specification. A review of the device history record was conducted for material number 302832, lot 5268672. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in compliance with specification requirements. The sample will be shared with associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer¿s reported symptom has been confirmed.

Manufacturer narrative:
It was reported that lipids had leaked into the plunger stopper. To support the investigation, one sample without a packaging blister and one photograph were provided for evaluation by the quality team. A visual inspection revealed that the syringe rubber stopper had a rib edge with a rough finish, which should normally be smooth. The sample was tested for leakage and did not pass. The photograph showed a syringe containing a white solution, with the solution present between the stopper ribs. This condition may occur if imperfections were present in the cutter during the manufacturing process of the syringe rubber stopper. A review of the device history record was conducted for material number: 302832, lot: 5268672. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in compliance with specification requirements. The sample will be shared with associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer¿s reported symptom has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 30ml ll s/c 56 had leakage past the stopper. The following information was provided by the initial reporter: material#: 302832, batch#: 5268672. Rcc received a complaint via community. The 30ml syringe was used for a neonatal fat emulsion, the lipids leaked into the gasket/piston plunger stopper. These syringes are used for various products/medications, this specific one was a neonatal fat emulsion.